Event description:
Subsequent to the initial medwatch, additional information received which states that there was no reflow down the circumflex artery distal to the stent and two additional stents were deployed to restore flow and provide relief distal to the stent placed initially. It was noted that the patient was having 2 other subsequent staged procedures for ongoing chest pain not related to the xience v device/lesion. The patient was reported as stable post procedure and was discharged the following day. No additional information was provided.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effect of occlusion is listed in the xience v everolimus eluting coronary stent system instructions for use as a known adverse event.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effects of perforation and dissection are listed in the xience v everolimus eluting coronary stent system instructions for use as known adverse patient events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
User facility medwatch report received that states: while undergoing a pci [percutaneous coronary intervention procedure] in the heart cath lab, a grade 1 perforation and dissection occurred with no reflow distal to the stent. Required placement of two additional stents. No additional information was provided.